Event description:
Suction cannister spontaneously imploded that was on a bottom shelf of camera cart. There were no signs of any damage to canister prior. Employees complained of ears hurting with loud noise. Vendor notified. Note: there was no pt involved; case was over.